Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: the surgeon reports that the capsule damage was likely caused by manipulation/positioning of the lens.

Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert injector system. The surgeon had difficulty positioning the iol and the capsule became damaged and there was vitreous loss. Intervention was performed to enlarge and suture the incision and remove and replace the lens with a sulcus-fixated lens. A vitrectomy was also performed and the patient was referred to a retinal specialist. Reference MDR #2031924-2010-00166.